Event description:
"Exploded during surgery-suspect leak in inner hose" was stated on the repair request. On follow up, it was reported that the motor was on the stand outside of the patient field when the hose ruptured. It made a loud noise. Doctor was upset. A back up unit was brought in to complete the case. There was no delay in surgery, no patient injury, no additional problem. On a second follow-up with the hospital, they reported that during the case, the motor hose was clamped to the stand. Reporter said that the hose had been clamped too tightly, which restricted the air flow, causing the hose to rupture.